Manufacturer narrative:
The user facility has not provided the specific model and serial number of the scopes involved into the reported events. Therefore, it is unknown if the user facility has returned the scope to olympus for service or evaluation. As part of our investigation in this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. At this time the user facility has not yet scheduled a date for the in-service. If additional and significant information becomes available at a later time these reports will be supplemented please see original associated medical device report: 2951238-2015-00249.

Event description:
Olympus received a news article which reported that eight patients tested positive for carbapenem-resistant enterobacteriaceae (cre) infections after undergoing a procedure using a duodenvideoscope (model/serial number unspecified) at the user facility. In addition, it was stated the hospital cultured its scopes and found no bacteria matching the strain causing the patient's infections. The exact cause of the patient's outcome cannot be conclusively determined at this time. Originally, (B)(6) 2015 olympus was informed of one patient infection in which the patient was medically treated with antibiotics. Based on the new information received olympus will submit seven mdrs to account for the eight patients. (Cross reference: 2951238-2015-00388, 2951238-2015-00389, 2951238-2015-00390, 2951238-2015-00391, 2951238-2015-00392, and 2951238-2015-00393). Olympus followed up with the user facility to obtain additional information regarding the reported events by telephone and in writing but with no result.